Event description:
The complainant alleged that during incoming inspection, the device failed the 200 joules self test. The complainant indicated that there was no pt involvement in the reported malfunction.